Event description:
On (B)(6) 2022, the patient was treated for an abdominal aortic aneurysm. The physician implanted two gore® excluder® aaa endoprostheses. The left ipsi leg barely landed in the external iliac, and there was concern that the graft might pull back into the aneurysm. The physician decided against further action at that time, and the patient tolerated the procedure. On (B)(6) 2024, the patient was treated for a type ib endoleak, as the ipsi leg of the main body had pulled back into the aneurysm. The physician extended the ipsi limb with a gore® excluder® aaa endoprosthesis and repaired the endoleak. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak, component migration w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.